Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While prepping the 2.25x12mm taxus liberte stent delivery system (sds) it was noted that the stent had a "strange look" on one side and the stent struts appeared to be defective. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).